Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the hematocrit saturation servo card did not fit into the new auxiliary board. Since the event occurred during routine testing, there was no pt involvement during this event.